Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was noted to be unresponsive and was unable to be turned on. Customer had elevated blood glucose (bg) levels (300 mg/dl). Customer addressed elevated bg levels with manual injection. Reportedly, the customer has manual injections available as alternate insulin therapy.